Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) had not yet received the mega suture needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted for additional information received. A review of the instrument log for the product associated with this event shows that the mega suture needle driver instrument (part# 470309-14 lot# n10190515-0050) was last used on 09/04/2019 on system# sk2117. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. A review of the site's complaint history does not show any additional complaints related to this product. A log review was conducted, which resulted in the following findings: it was confirmed the mega suture cut needle driver instrument part# 470309-14 lot# n10190515-0050 was last used on 09/04/2019 during a paraoesophageal hernia repair on system sk2117 for 0:51:00 minutes. The logs show the customer replaced the instrument with mega suture cut needle driver part# 470309-14 lot# n10190529-0023. It was noted the mega suture cut needle driver instrument part# 470309-14 lot# n10190515-0050 had 4 lives remaining. A review of the site's complaint history does not show any additional complaints related to this product. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a mega suture needle driver instrument broke and fragments fell inside the patient. While there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. Follow-up was attempted, but the patient information was either unknown, unavailable, or not provided. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 6th usage and, therefore, had not expired.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the suture needle driver instrument broke during use. It was noted there were broken parts in the patient and the doctor cleared out all the broken parts before the patient left the operating room (or). The original intended procedure was to suture the patient after surgery. There was no reported injury or harm. On 06/17/2020, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: "suture needle driver broken during use. Broken parts in patient. Dr. Cleared out all broken parts before patient left or. Original intended procedure was to suture patient after surgery." Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.